Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information was received indicating that the lead was attempted because tissue became lodged in the helix after three repositioning attempts, preventing further extension and retraction. Repositioning was no longer possible. The case involved conduction system pacing, and a new lead was provided to the physician.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid and tissue around the helix. Damage was also noted on the drug collar, with tool marks and indents exposing the metal ring underneath. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.